Manufacturer narrative:
(B)(4). The cartridge was not returned, however, the lens was received and evaluated. Half of a haptic plate was torn off and missing and there was a clear surgical residue on the lens. The cartridge was not returned. Conclusion: based on the complaint information and evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported the cartridge tore the aa4203tl single piece silicone toric lens as it was advancing towards the eye. There was no patient contact.